Event description:
Customer rports receiving results of 145 mg/dl on his meter and 84 mg/dl within 10 minutes on a hospital meter. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.